Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the surgeon experienced difficulty with toggling, and the device's suture broke twice. The surgeon used another device handle to resolve the issue in order to complete the case. There was no patient injury.